Event description:
During x lateral procedure, the c arm exposed the first image without problem, but on the second image, the c arm did not expose. Manufacturer response for c arm, varic (per site reporter). Pc needed to be changed out.